Event description:
The patient received his scs system including a neurostimulator receiver on (B)(6) 2006. It was reported that the patient was experiencing intermittent overstimulation sensations. The patient claimed that he had experienced this before and a replacement transmitter appeared to resolve the issue. A replacement transmitter was sent to the patient again, however, it was reported this did not resolve the issue as before. The receiver was explanted on or around (B)(6) 2008. The explanted receiver was returned to ans for analysis. Follow up on the patient found no additional events have been reported since the explant.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.